Event description:
It was reported the surgeon inserted a 21.0 diopter aa4204vl silicone plate lens and the trailing haptic was torn. The incision was enlarged and sutured. The reporter indicated that the plunger on the injector overrode and lens and tore the haptic. Another silicone plate lens was implanted.